Manufacturer narrative:
Evaluation summary: product history and batch records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. (B)(4).

Event description:
The (B)(6) health authority received 19 complaints of implanted intraocular lenses (iols) in 11 patients with defects in the material creating glistenings or refractive anomalies in the matrix of the lens. The defects have created disabling glare effects. Eight of the patients are bilaterally implanted, three of the patients are unilaterally implanted. No further information is expected. There are 19 reports associated with these events; this is the 19th report.